Event description:
The device was used during an unknown procedure. Reportedly, when fired the handles felt stiff and the staples did not form properly. Bleeding occurred. No patient injury was reported.